Event description:
It was reported that the pump exhibited a battery time out, the battery was new and it was plugged in. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right case was cracked by the upper screw hole and there were screws missing from the alternating current (ac) receptacle. Battery communication timeout and battery depleted were found in pump event history log. During functional testing using the power up process, the reported issue was duplicated. The interconnect board was not reading battery. The battery is not new, but rather from 2015 (based on lot number), however it still reads as okay on test unit. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .